Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was surgically explanted due to unknown reason and a new lead was placed. No additional adverse patient effects were reported.